Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the uterine perforation, infection, menstrual disorder and pelvic pain outcome was unknown. The reporter considered infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a 30-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and surgery. Concurrent conditions included dysfunctional uterine bleeding, suprapubic pain, uterine fibroid, vaginal discharge, paratubal cyst, chronic cervicitis, perineal pain, complex ovarian cyst and umbilical hernia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection( bladder/urinary tract/ vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal infection ("infection; vaginal"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, infection, menstrual disorder, vaginal haemorrhage, vaginal infection and bacterial vaginosis outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea, vaginal haemorrhage, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a 30-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included dysfunctional uterine bleeding, abdominal pain, uterine fibroid, vaginal discharge, paratubal cyst, chronic cervicitis, perineal pain and complex ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection( bladder/urinary tract/ vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal infection ("infection; vaginal"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, infection, menstrual disorder, vaginal haemorrhage, vaginal infection and bacterial vaginosis outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea, vaginal haemorrhage, bacterial vaginosis . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: new reporters, patient demographic information, product onset and removal dates updated, lot no, treatment medications, new events menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal infection and bacterial vaginosis added. Outcome for the events menorrhagia, dysmenorrhoea and pelvic pain added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a 29-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and surgery. Concurrent conditions included dysfunctional uterine bleeding, suprapubic pain, uterine fibroid, vaginal discharge, paratubal cyst, chronic cervicitis, perineal pain, complex ovarian cyst and umbilical hernia. Concomitant products included multivitamins from may 2012 to august 2012, oxycocet (percocet) from 2-mar-2016 to 30-mar-2016 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 9 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection( bladder/urinary tract/ vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal infection ("infection; vaginal"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, infection, menstrual disorder, vaginal haemorrhage, vaginal infection, bacterial vaginosis, depression, anxiety and vaginal discharge outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: normal hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea, vaginal haemorrhage, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish, vaginal discharge were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration and perforation') in a 29-year-old female patient who had essure (batch no. A20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and surgery. Concurrent conditions included dysfunctional uterine bleeding, suprapubic pain, uterine fibroid, vaginal discharge, paratubal cyst, chronic cervicitis, perineal pain, complex ovarian cyst and umbilical hernia. Concomitant products included multivitamins from (B)(6) 2012 to (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), 9 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection( bladder/urinary tract/ vaginal)-type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal infection ("infection; vaginal"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, infection, menstrual disorder, bacterial vaginosis, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain , bleeding, bladder/urinary tract problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: normal. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea, vaginal haemorrhage, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- outcome of the event vaginal discharge and vaginal haemorrhage were updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.